Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Principle territory manager (ptm) reported evaluating the iabp, and replaced the leaking helium reservoir assembly. The ptm performed leak test and verified the iabp was in calibration. Full function and safety tests were completed to factory specifications. The iabp was then released for clinical use.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) exhibited a helium leak. It is unknown under what circumstance this incident occurred. However, there was no patient involvement and no adverse event reported.